Event description:
It was reported that there was a revision scheduled to occur approximately one week after the date of the report. It was noted that during the initial implant procedure roughly a month prior to the date of the report a few of the electrodes were showing high impedances but the implant procedure proceeded anyways. It was noted that the patient was now having a loss of stimulation. It was further reported that the patient¿s lead and extension were both explanted and replaced on 2013 (B)(6). It was noted that there was a loss of therapeutic effect. It was stated that both impedance testing and reprogramming were done.

Manufacturer narrative:
Product ID 3898-61 lot# lc4966, implanted: 2005 (B)(6), explanted: 2013 (B)(6); product type lead product ID 747140, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2013 (B)(6); product type extension product ID 7435, serial# (B)(4), implanted: 2005 (B)(6); product type programmer, patient product ID 747140, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2013 (B)(6); product type extension. (B)(4).